Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection was performed and a diagonal line was identified on the film of the cassette on one of its sides; by touching it, it was detected that the edge of said line is thicker, identifying that there is a double film covering half of the cassette. Twelve (12) retention samples were evaluated. Visual inspection of the retention samples did not identify any abnormalities that could have contributed to the reported condition. The reported cut in the film was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a cut on the film part of a homechoice automated pd set with cassette. It was further reported that when using the cassette air escapes. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.